Event description:
Status post reaction to polyethylene bearing of a custom hoffman-pappas prosthesis bilaterally. Right temporomandibular joint arthroplasty with lysis of early adhesions, debridement, and placement of a titanium insert bearing as replacement for polyethylene. Left temporomandibular joint arthroplasty with lysis of early adhesions, debridement, and placement of a titanium insert bearing a replacement for polyethylene. Pt is status post multiple prior procedures including a prior christensen total joint prosthesis which eventually biologically and biomechanically failed. The pt subsequently underwent reconstruction with bilateral hoffman-pappas prostheses which is titanium based both in the fossa and condyle and ramus with a fossa bearing lining of high-density, high-performance polyethylene. This is the same of high-density polyethylene utilized in hip joints. The pt has had no history of prior reaction to any alloplastic materials; however, approximately three weeks postoperatively it was noted that pt started having increased edema, left side greater than right preauricularly and associated what appeared to be erythema. There was no noted significant induration. The pt's white count was normal, and there was no shift in the differential. The pt was afebrile; however, secondary to the fact that it was a prosthesis, precautions utilizing intravenous antibiotics, as well as utilizing antirejection therapy per dr at hosp. The pt overall continued to have persistent left greater than right preauricular edema and erythema and pain. Subsequently the polyethylene was removed approximately three weeks prior, and the pt right side has totally subsided. The left side has improved approximately 50% in reference to the overall swelling. The edema continues to be consistent with lymphedema in that it is very soft, there is no fluctuation, and again no sign of infection. Early adhesions were carefully removed and then the tissue which was starting to go around the condyle was carefully released, allowing for placement of the all metal titanium insert bearing. The fossa bearing insert, which was custom made, was placed and locked into position.